Event description:
A customer reported receiving a "stop" alarm code on a flo-gard infusion pump. It is unknown what process step this alarm occurred during. It is unknown whether or not this event involved a patient, though not patient injury was reported. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The reported issue of "stop alarm" was confirmed and reproduced in sample evaluation task. The alarm log was reviewed with no alarms found. Visual and functional testing was performed. The device was found blocked upon power up hence power up self test could not be performed. The assignable cause of the reported issue was due to cn601 ribbon cable being disconnected. The ribbon cable was reconnected properly to resolve the reported issue. The device was returned to the customer in good working condition.